Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator stopped ventilating, the ventilator generated a device alert. Although asked, it is unknown at this time if the patient was transferred and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Product analysis: a pressure solenoid (psol) was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis and functionality testing was performed; no errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.